Event description:
It was reported that the customer passed away shortly after starting on insulin pump therapy. No date of death provided. The caller was calling about the field notification letter regarding the drive support cap, and stated that this may have had something to do with the customer's death. The caller did not want to provide further information, and stated that the autopsy would be done in the next few days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.